Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a balloon rupture occurred. A non-calcified target lesion was in the right coronary artery (rca). A 4.0x32mm taxus liberte drug eluting stent (des) had been advanced to treat the target lesion. The stent was deployed at 12 atmospheres (atms) for 15 seconds (secs). Blood was noticed in the unspecified inflation device indicating to the physician a rupture of the stent delivery balloon had occurred. The stent delivery balloon was removed and the stent was postdilated with a 4.5x15mm quantum maverick balloon. There were no patient complications reported with the patient's current condition listed as "ok".

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause of the reported complaint is determined to be operational context.